Manufacturer narrative:
Product complaint #:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - what is the patient¿s current health status and condition? The patient is stable since the intervention. - please clarify, did the needle break while using on the patient or the needle detached from the suture? The needle was lost in the operative field during the suture performed by a robot. - what is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle inside the patient or any different post op treatment in the future? Please provide details. > the surgeon had estimated that the presence of needle in the patient does not require a reintervention and the risk for the patient is minimal. - in what tissue did the needle retained? The needle was detected in the intra-abdominal tissue. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent cystoprostatectomy due to invasive urothelial carcinoma on (B)(6) 2024 and suture was used. During robotic surgery, the surgeon requests thread to make an intra-abdominal suture. The needle is introduced into the patient by means of a trocar. At the moment of the extension of this needle, it is not recovered. The surgeon then tries to look for it in the oeratory field without success. Radiological examination of the patient 2 days later which allows localization of the needle intra-abdominal. No re-operation scheduled to remove the needle. Additional information was requested.